Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a micro clave clear neutral connector where it was reported that medical action industries received a complaint regarding 9 micro clave valve caps were cracked and leaked at unacceptable rates. The issue was identified during patient care while performing cap changes on a central line under sterile conditions. Medication and blood leakage was reported. There was patient involvement with no reported harm.